Manufacturer narrative:
Just the anchor deployment tool was returned, with the anchor still attached on the hypotube. The proximal side of the anchor was folded in as received. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
On 2016-05-24, information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was having a pump and catheter implanted to receive morphine (1 mg/ml) at 6 mg/day via the implantable pump. Indications for pump use included non-malignant. Medical history and concomitant medications were not reported. During the catheter implant procedure, the anchor tool broke when deployment was attempted; there were no environmental or external factors that contributed to the issue. A photo showed that the end of the anchor had folded. No patient symptoms were reported. No diagnostic testing or troubleshooting was performed and a new anchor from another kit was used instead. As of (B)(6) 2016, the issue was resolved, the catheter and pump remained implanted and in service, and the patient status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.